Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter first & last name: unknown/information not provided. Section e1: email address: unknown/information not provided.. Section e1: reporter: telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was injected and explanted. There was no delay in treatment or other interventions performed. No further information was provided.